Manufacturer narrative:
The sample is not available for eval. Add'l info regarding this incident has been requested. If add'l info is rec'd, a supplemental report will be submitted. (B)(4).

Event description:
After a successful IV insertion, the rn placed the device on the bed so labs could be drawn off of the initial IV start. After collecting a blood sample, and when going to retrieve the used device, he noticed that the needle had only partially retracted into the safety barrel. He then looked at his gloves, noticed blood and a scratch mark on his left index finger. The rn immediately washed his hand and confirmed a needlestick injury. After the incident, the rn immediately checked into the ER where a blood test was performed. Based on the results of the test and an eval from the infectious disease doctor, the rn was given is still receiving prophylaxis for blood borne infectious disease.